Event description:
It was reported that during a photos elective vaporization of the prostate (pvp) procedure the fiber ruptured after 42,952 joules and 6:04 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
Device eval by manufacturer updated . Device eval by MFR sum attach updated. Evaluation method codes added . Evaluation result codes added . Evaluation conclusion codes updated. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that there are no signs of breakage along length of fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber tip. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber ruptured after 42,952 joules and 6:04 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.